Event description:
Berlin heart was informed by the clinic that a patient being supported with the excor pediatric vad system in the bvad configuration had an ischemic cva event on (B)(6) 2021. The CT report showed large new areas of hypodensity and swelling involving the right frontal lobe and the left occipital, parietal and temporal regions representing acute infarction. A small focus of hemorrhagic cortical necrosis in the right middle frontal lobe convexity was also noted, implying some older ischemic injury in the background. The device performed as intended at the time of the event. Deposits were seen in the rvad at the time of the event, the lvad was clear. The patient presented with left sided weakness and irritability.

Manufacturer narrative:
The rvad pump where the deposits were seen (2021129), was in use for 15 day at the time of the event (from (B)(6) 2021 to (B)(6) 2021). The pump was exchanged for deposits on (B)(6) 2021. Patient was originally implanted with the excor blood pump on (B)(6) 2020.